Event description:
It was reported that the pump did not respond to the button press. The batteries were replaced and the buttons responded properly. However, during the call the customer was hospitalized for dka. It was mentioned that the customer woke up with high bgs. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited.